Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 26 mg/dl. Customer consumed food to address bg level. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available. Recommendation was made to consult with healthcare provider regarding diabetes management.